Event description:
Customer reported leaking from one of the spikes on the blood administration set. Stated, one spike was inserted into the bag of red blood cells and the other spike was clamped off. When the infusion was started, blood was oozing out of the end of the clamped spike. When the unused clamped spike was inserted into a bag of saline and the clamp opened; the blood infused without leaking or incident. No patient or staff harm reported and no medical intervention required. No additional information was available.

Manufacturer narrative:
(B)(4). The product was received. Investigation is not complete. A follow up report will be submitted with any new relevant information.